Event description:
Info received indicates the bed will not go into trendelenburg or reverse trendelenburg.

Manufacturer narrative:
The tech found the trend sensor switches were not working. The tech replaced the trend switches to repair the bed.